Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft, a suprarenal stent graft extension and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, a type 3 endoleak of indeterminate origin was reported. An intervention was completed. The physician elected to reline the original implanted devices with a bifurcated stent graft, a suprarenal stent graft extension and an ovation ix, iliac limb stent graft to treat this event. As of the date of this report, there have been no additional patient sequelae reported. This patient has had two (2) previously reported events; 2031527-2017-00632 ((B)(4)) was reported for a proximal endoleak with no re-intervention. 2031527-2017-00647 ((B)(4)) was reported for a type 1b and type 2 endoleaks. The physician coiled both ima and lumbar arteries. Then placed an ovation ix extender and an afx limb extension to treat this event.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the reported events of the indeterminate endoleak and additional endovascular procedure based on the medical records and imaging available to review. Procedure related harms, device, user, or anatomy relatedness of this event could not be determined. The final patient status was reported as discharged home in stable condition two (2) days following a secondary endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: h6: result code: remove code 3233 h6: conclusion code: remove code 11.